Manufacturer narrative:
Additional information updated fields: lot number and expiration date and manufacture date.

Manufacturer narrative:
Device evaluation : one pac (port a cath) was received for investigation with the catheter attached to the port. Immediate visual inspection detected a crack in the catheter. To further investigate the issue, a review of the manufacturing process was conducted and was considered adequate and correct. Production personnel performs a 100% visual inspection during manufacturing to ensure that the catheter is not bent, kinked, or damaged. They also test patency by using a connector in the end of the catheter, to verify no leaks are present and that the catheter is not split. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evaluation, the complaint allegation was confirmed. Though no problem source was identified, it was noted the most probable source of the event was damage to the device after the product left a smiths facility.

Event description:
Information was received that while a smiths medical implantable port was in use, no reflux occurred. Xray has shown a left-sided, dysfunctional port with a small defect at the proximal end of the catheter. Leakage occurred to surrounding tissue where catheter runs under the clavicle. As a result, the device was then removed.